Event description:
Additional information states that the rij central line was removed and replaced with a lij central line and the patient was started on antibiotics. The interventions resolved the sepsis.

Manufacturer narrative:
Additional information was provided in b5 (event description). Upon review, it was identified that the additional information must be reported. Additional information was provided in d4 (primary UDI number). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information was provided in h4 (device manufacture date). Upon review, it was identified that it was inadvertently omitted from the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Sepsis: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 79 year old female presented with protracted chest pain and deteriorated shortly after arrival so that an impella cp was placed and percutaneous coronary intervention performed. Following two days of support, the patient developed sepsis and was put on antibiotics. Due to the poor prognosis, decision was made to withdraw care and the patient expired. Death was conservatively coded while most likely to be caused by the underlying disease and unrelated to impella.